Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and lead system were exhibiting oversensing and intermittent pacing inhibition.